Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. The complainant reported that an intermittent 'placement signal not reliable' alarm occurred. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs were investigated and the placement signal not reliable (psnr) alarms were confirmed. There are indications that the optical signal was out of range. Clinical details report that the patient presented to the hospital with a pulmonary edema, there blood pressures were low and required increased doses of epinephrin, the pump outlet was not past the pulmonary valve on 10/14, and the patient had a gi bleed. All of these factors would cause noise that would impair the sensor signal quality throughout the case. Product was not returned for investigation. Based on data logs and clinical details, it was determined that the root cause of the optical signal issues was most likely patient condition. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.